Event description:
The customer initially called to report a broken belt clip. During the call the customer reported she experienced high blood glucose of 440 mg/dl. Customer treated with manual injection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.